Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a laparoscopic ventral hernia procedure where this device was implanted, the patient experienced abdominal distention and pain, small bowel mesentery and multiple organ failure and surgical revision. After the original procedure, additional potentially related procedures were performed, including revision.